Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient expired on (B)(6)2015. The physician was not notified until sometime after the patient's death. The cause of death is unknown. It is unknown if the patient's death is related to pump therapy.